Event description:
Confirmation was received that the device was explanted. Information on the device explantation report stated that an extrusion of the conductor link occurred. The recipient has been re-implanted with a bone conduction implant on (B)(6) 2020.

Manufacturer narrative:
According to the information received from the field the device was explanted due to an extrusion of conductor link into the external ear canal. Reportedly the device was still functioning prior to removal. Damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Confirmation was received that the device was explanted. Information on the explantation report stated that there was an extrusion of the conductor link. The recipient has been reimplanted with a bone conduction implant.